Event description:
It was reported the pt had an angio-seal device deployed and collagen entered the artery. An ultrasound and angiogram from the contralateral access confirmed collagen intra-arterial. A catheter infusing heparin was placed in the right iliac atery above the obstruction. The pt underwent surgery and a common femoral cutdown was performed. The angio-seal device was removed. The following day, the pt developed symptms of hypoperfusion in the limb and underwent a fem-pop bypass surgery, complicated by bleeding in the recovery room which required additional surgery. Following surgery, the pt was intubated and received care for chronic obstructive pulmonary disease (copd) in the intensive care unit (ICU). The pt expired in the ICU three days following the initial procedure.

Manufacturer narrative:
No product was returned. A review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.